Event description:
Procedure: unk. According to the reporter: the bag detached from the ring when it was deployed. There was no report of pt injury or impact to surgery time. No further info was provided.

Manufacturer narrative:
(B) (4). (B) (4).